Event description:
Reporting status: serious injury. Reporting rationale: thrombosis. Device issue: none. It was reported that a patient who underwent vision stenting, subsequently, had thrombotic occlusion several hours later. No additional event or patient info is available.